Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. To restore functionality, a fuse on the standalone board was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system displayed a prompt stating "initializing please wait" and would not progress past the prompt. Restarting the imaging system and disconnecting/reconnecting the interface (umbilical) cable did not restore functionality. The surgeon opted to complete the procedure without the use of the imaging system and elected to use a c-arm. There was no reported impact on patient outcome. No additional information was provided.